Event description:
The manufacturer received information alleging a ventilator failed to deliver adequate pressure. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced due to a faulty hall sensor to address the issue. The device had evidence of tampering observed.